Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient had a rash. During a follow up, the patient's sister reported that the patient's doctor prescribed a powder for the patient's rash. The rash was reported to be like a heat rash and on the patient's back. During a subsequent follow up, the patient's sister reported that the rash was clearing up. No allegation of a device malfunction.